Manufacturer narrative:
Correction: please disregard previous report as this is a distributed product and the report was submitted in error.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, during surgical use, the 57 reamer was found to be much longer than labeled. The 57 reamer caused a much longer cavity, making the surgeon go up a cup size. There was a delay of approximately 10-15 minutes. There was no reported breakage of a device. The patient was last known to be in stable condition following the event. No further information provided.